Manufacturer narrative:
The customer reported that alarms did not sound for a 20-minute timeframe when the ECG was flat, which resulted in a pt death. Since staff were not immediately aware that the pt was unmonitored for a period of 30 minutes, we will consider that the device was a factor in this event. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
The customer reported that alarms did not sound for a 20-minute timeframe when the ECG was flat, which resulted in a pt death.